Manufacturer narrative:
Investigation summary: photo evaluation: no photo was received for evaluation. Sample evaluation: no sample was returned. Investigation conclusion: the investigation was not able to confirm what customer had experienced as no sample/picture was returned for investigation. Root cause description: a review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance. If samples are received in the future the complaint will be re-opened and re-investigated. Rationale: the complaint will be monitored and tracked.

Event description:
It was reported that bd insyte¿ IV catheter had a defect and leaked. This was discovered during use. The following information was provided by the initial reporter: patient punctured with infusion needle but having to puncture again because connection piece between needle and catheter showed defects. During blood collection, air was drawn in and during coupling, nacl 0.9% leaked out. Afterwards we saw that there was a crack / gap between the catheter and the connection piece.